Event description:
As per ansm n° r2616339: date of occurrence: (B)(6) 2025 description of the incident: median hernia repair: single retro-muscular preperitoneal prosthesis (bard flat mesh) for a median peri- and supra-umbilical hernia, 5 cm in diameter. (B)(6) 2021: total hysterectomy, omentectomy, pelvic and lumbo-aortic drainage via laparotomy. Result: mesonephric-like ovarian adenocarcinoma. (B)(6) 2021: consultation findings: mesonephric-like ovarian carcinoma with invasion of the sigmoid colon. Approval of adjuvant chemotherapy with carboplatin-taxol. Patient's current condition: abdominal pain, fatigue, stress, exhaustion. Actions taken at the healthcare facility to manage the patient: not reported (nr).

Manufacturer narrative:
The information provided is limited. A definitive implant date was not provided however it appears the patient was implanted in 2025 with the flat mesh to repair a small median peri- and supra-umbilical hernia. Post implant it is reported that the patient has experienced abdominal pain, fatigue, stress, and exhaustion. The information provided indicates that, in 2021, prior to the flat mesh implant, the patient underwent a total hysterectomy, omentectomy, pelvic and lumbo-aortic drainage via laparotomy, and was later diagnosed with mesonephric-like ovarian adenocarcinoma. Based on the information available, no conclusions can be made as to the degree to which the implant may be causing or contributing to the patient's postoperative symptoms. The adverse reaction section of the instructions-for-use, supplied with the device, identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not posnote: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.